Event description:
According to the reporter: when the product was opened the blue cover fell off into the patient cavity but was retrieved. There was no impact to patient. The patient sex was not reported.